Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision for an unknown reason. This is no pe liner issue due to non-conforming evoh bags. No incident reported to exactech (B)(4), no materiovigilance known by exactech corp or exactech (B)(4). No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision for an unknown reason. This is no pe liner issue due to non-conforming evoh bags. No incident reported to exactech (B)(4), no materiovigilance known by exactech corp or exactech (B)(4). No additional information available.

Manufacturer narrative:
As reported, patient had a revision for an unknown reason. This is no pe liner issue due to non-conforming evoh bags. No incident reported to exactech france, no materio-vigilance known by exactech corp or exactech france. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Event description:
The patient, who is male, was revised for a second time in (B)(6) 2024. Implant material list provided. Stated on exp report. "On document from 2015, I can see the insert (B)(6) (B)(4) & checking the pe: it was non evoh, implanted after 5 years." No further details (B)(6) 2024 revision reported under MDR#1038671-2024-04191.

Manufacturer narrative:
D10 - concomitants: (B)(6) 02-010-02-0240 - composant femoral logic sans ciment t4 gauche, (B)(6) 02-012-45-4040 - embase tibiale fit logic cimentee 4f/4t, (B)(6) 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak, h6 - component code, corrected information: h6 - medical device problem code, health effect clincal code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d8 the following sections were corrected: b2 h6 the revision reported may be due to laxity, instability, pain, and synovitis but cannot be confirmed since the devices were not available for evaluation, and no patient information, images, or radiographs were provided. The patient was originally implanted with a classic optetrak tibial insert and an optetrak logic femoral component. These devices are not intended to be used together, as detailed in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.